Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to replace the workstation hard drive. The hard drive was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the saved fluoro images of one patient on the 9800 system were mixed with another patients saved images. Problem happens when trying to recall saved images. No report of patient injury.